Event description:
It was reported that this patient has kidney disease and had a cardiac arrest that was attributed to the patient's condition and illness. The device was interrogated and the patient had a total of seven shocks with some being due to t-wave oversensing. Smart pass was also disabled previously. The system was reprogrammed to a new sensing vector with smart pass turned on. No adverse events.